Event description:
(B)(4). It was reported that chest pain and in-stent restenosis (isr) occurred. On (B)(6) 2013, the patient was diagnosed with stable angina and was referred for cardiac catheterization. Coronary angiography had revealed 90% isr unspecified stent at ostial lesion of ramus. Subsequently, the index procedure was performed. The target lesion was an ostial lesion located in the ramus with 90% in stent restenosis of a previously placed unspecified bare metal stent and was 15 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with direct placement using a 2.75 x 20 mm promus element plus stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2014, the subject presented with chest pain and was hospitalized on the same day. Subsequently, the patient was referred for cardiac catheterization and coronary angiography revealed 90% isr of previously placed study stent in ramus. The lesion was treated with percutaneous coronary intervention, resulting to 0% residual stenosis. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).